Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent capture and high atrial lead impedance. During the surgery to replace the atrial lead it was revealed that "it was difficult to back out the set screw." The pacemaker was replaced and normal function was observed.~~~~~~~